Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system was unable to bootup. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was unable to power on. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the host pc indicator light and found the disk tray indicator light was off. The defective host pc was returned for failure analysis and confirmed the hdd sata cable was faulty and the system cannot enter into software. Fse replaced the host pc. After the replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.